Event description:
It was reported that according to the amount infused on the display screen of the pump, the pump appeared to have delivered 7 mls of medication immediately after being attached to the pt. The pt did not experience any adverse symptoms. The pt did received a nerve block and a replacement pump was given for pain relief.

Manufacturer narrative:
The pump has been received at the manufacturer for testing. An eval will be conducted, and f/u report will be submitted after the quality investigation is complete.